Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, it was observed that the smartablate pump was flushing at 25ml/min; however, the catheter did not irrigate. This condition is related to the customer complaint regarding an occlusion issue. A manufacturing record evaluation was performed for the finished device on lot number 31587526l, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation catheter approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)- paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 22-sep-2025. It was reported that a patient underwent an atrial fibrillation (afib)- paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection showed a bent in the shaft close to the handle of the device. The device was connected to the generator, and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device failed the test due to the bent shaft observed, which caused a bent in the irrigation tube. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause for the bent shaft and irrigation tube could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).